Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8043040- our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the foreign material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. To prevent a reoccurrence of this issue we have implemented a vacuum to the manufacturing line to remove excess lubricant from in-process cannula.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system it was found that there were many villus on the needle, something similar to mildew. There were three occurrences where this took place.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system it was found that there were many villus on the needle, something similar to mildew. There were three occurrences where this took place.